Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri) one year ago and was abandoned. Recently, the patient felt pacing at random times that lasted for brief periods. The device was unable to be interrogated with a programmer. The device remains in the patient. No patient complications have been reported as a result of this event.